Event description:
It was been reported the pt experienced difficulty initiating communication between the ipg and the external devices. Replacement external devices were used to no avail. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Add'l # - 1627487-05242011-003-r. This ipg serial number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.